Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an advanix rx biliary stent was used during an endoscopic retrograde cholangiopancreatography procedure in the common bile duct, performed on (B)(6) 2020. According to the complainant, a planned stent removal was performed on (B)(6) 2020. During the procedure, it was noticed under flouroscopy that the stent migrated proximally in the common bile duct. The migrated stent was removed with the use of a spyglass and a spysnare and a metal stent was implanted in its place as planned by the physician. The procedure was successfully completed with the metal stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.